Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (hemorrage).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal branch during the index procedure. The patient was hospitalized due to a hematochezia approximately 25 months post the index procedure. The investigator has indicated the event was not related to the study device and the patient recovered. Patient was on dapt at time of event. No other clinical sequelae were reported.